Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump was missing segments. Customer blood glucose reading was 185 mg/dl. Troubleshoot was performed. Customer reported he woke up and went to the bathroom than the issue started. The insulin pump was not dropped or damaged. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with missing segments or partial display due to cracked lcd glass.